Event description:
Customer reported the system froze (locked up) 3 times. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated all generator and workstation pcbs. System operates as intended.